Event description:
On (B)(6) there was an alarm of eri on home monitoring. On (B)(6) the patient went to hospital for follow up. It was confirmed that the battery was in eri status from (B)(6) 2018.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri, triggered on (B)(6) 2018. The pacemaker was implanted for approximately 52 months and the device was programmed to ddd mode with 1.5v pulse amplitude at 0.4ms pulse width in the right atrium and 3.5v at 1.0ms in the right ventricle. The amount of charge taken from the battery was verified. The battery condition was found to be as expected and the current consumption was normal.the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction.in conclusion, the pacemaker was fully functional. The battery status was as anticipated.